Event description:
It was reported that during a system modification, the physician noticed the right ventricular (rv) lead had damage. It was specified that there was a breakdown of the outer sheath. The lead was repaired with silicone and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.